Event description:
Following the device implantation on (B)(6) 2015, ablation of atrioventricular junction was performed (ooo mode programmed). Vvi mode reprogramming was subsequently not successful although many attempts were done. Emergency programming (nominal mode) was successful and reprogramming in vvi could be performed afterwards. An explanation was required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Following the device implantation on (B)(6) 2015, ablation of atrioventricular junction was performed (ooo mode programmed). Vvi mode reprogramming was subsequently not successful although many attempts were done. Emergency programming (nominal mode) was successful and reprogramming in vvi could be performed afterwards. An explanation was required.

Event description:
Following the device implantation on (B)(6) 2015, ablation of atrioventricular junction was performed (ooo mode programmed). Vvi mode reprogramming was subsequently not successful although many attempts were done. Emergency programming (nominal mode) was successful and reprogramming in vvi could be performed afterwards. An explanation was required.

Manufacturer narrative:
Preliminary analysis showed that the reported impossibility to reprogram the pacemaker into the required mode was related to a programmer software constraint.